Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remained in the nozzle and insertion tube since the user could not complete reprocessing and returned the device to olympus. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer does not know the origin of the debris and stated it was possible that the device was used with foreign material inside. There were no other pieces of equipment used with the scope when the event occurred. Customer confirmed they aborted the reprocessing process of the device when an error message displayed, therefore, the device was sent to repair without proper reprocessing.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of no air coming out of the air/water channel was confirmed. The following additional findings were also noted: discoloration of the air/water cylinder and suction cylinder, cracked scope cover, damaged image guide protector, dent on the plastic distal end cover, and scratches on the connecting tube and universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus no air comes out of the air/water channel of evis exera iii gastrointestinal videoscope. The device was inspected prior to use and the malfunction was found during the procedure. There was no reported patient harm or impact due to this event. The device was returned to olympus and upon evaluation at the repair center, foreign objects were found in the connecting tube. The nozzle was clogged by what looks like a silicone-based material and the insertion has some small residues left on the coating. This report is being submitted for the reportable malfunction found during the device evaluation.